Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the right femoral artery. The 70% stenosed eccentric and progressive target lesion was located in the moderately tortuous and mildly calcified un-protected left main (lm) artery. The lesion was pre-dilated with a 3.0x15mm maverick2 balloon which reduced stenosis to 60%, and a 3.0x12mm non-bsc stent was implanted. The 5.0x12mm taxus liberte stent was advanced but was unable to cross the lesion. The procedure was completed with a 4.5x12mm taxus liberte stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The taxus liberte stent delivery system (sds) and stent were received with no original packaging or other devices. The balloon was tightly folded and the stent was centered between the markerbands. There was one bent strut in the fourth distal row of stent struts. The coating on the bent strut was slightly peeled back, which most likely was caused from the difficulty crossing. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).